Manufacturer narrative:
A product investigation was completed: our investigation has shown that the knurled sleeve of the drill chuck is damaged (dents). When the release collar of the univ.-chuck w/t-handle, is pulled in the direction indicated by the arrows the chuck internal mechanism is released allowing jaws of the chuck opened and closed without any resistance. When the release collar is in the starting position (not pulled towards the handle) the internal ratchet mechanism is engaged. This allows for only one operation of the chuck; the chuck can only be closed/tightened onto the part to be held. Due to the damage to the knurled sleeve it is likely that dirt residues got into the mechanism, or there was not regular lubrication, or mishandling that caused a short blocking and led to this occurrence. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. A potential root cause of this issue may be contamination due to small particles of dirt getting entering the mechanism. The jamming can be avoided by the regular application of a lubricant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17. Sept. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the chuck of a t-handle with chuck jammed. The device was bought on (B)(6) 2015. The failure was detected preoperatively, therefore no patient involvement. Chuck is jamming, this complaint involves one (1) part. This report is 1 of 1 for (B)(4).